Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Device has not been returned to manufacturer

Event description:
It was reported that the pump was delivering higher than 6%. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in the investigation. An error history log was not provided to aid in the investigation. However, unable to confirm due to the device not being returned. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.